Event description:
The user reported that the tampon removal cord broke during tampon removal cord broke during tampon removal. The tampon was subsequently removed by a physician. There was no indication of any adverse health consequences associated with this incident.